Event description:
Customer reported, she is not getting all of her bolus deliveries, but her insulin pump does not alarm no delivery. In the middle of her bolus deliveries, the device shows that it is interrupted and suspended. Customer downloaded her carelink reports and sent them for analysis. The data showed customer is not receiving all of her bolus deliveries and the device does not alarm no delivery. The device is being replaced. Customer's blood glucose was 245 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.